Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. Displacement test wasn't performed due to keypad anomaly. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube, and stained end cap sticker.

Event description:
Customer's brother reported via phone call, the insulin pump had alarmed button error and is unable to clear it. Customer's blood glucose was 122 mg/dl. Customer's brother didn't recall any significant event which may have caused the device to alarm. Customer's brother was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for analysis.